Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revision due to an infection dr. Removed the following item: 6570-0-536, lot: 29826453. There is no noticeable damage or wear. Hospital will not release pt info nor the explant.